Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) verified that the platelet background was high and resolved the issue by replacing coulter dxh diluent lot number 3510620 with coulter dxh diluent lot number 3510540. The instrument was performing within specifications. (B)(4).